Event description:
Blood glucose readings were high (in the 200s mg/dl) and went to the dr as a result. It was reported customer's meter read 335 mg/dl back to back wtih a result of 310 mg/dl within a couple of mins before going to the doctor. Reporter stated the dr's meter read 136 mg/dl and 10 mins afterwards the customer's meter was 300 mg/dl. No treatment was reportedly received and no actions were taken as a result. A request was made for the return of the suspect device and replacement product was sent.